Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 452 mg/dl. Customer stated that insulin was running down his side. Customer stated that the site appeared to be on the body, but the bottom of the adhesive was held in place by some paper tape. The little white part of the adhesive was curled and the little tube was bent. Customer stated that there was no way his blood glucose would be that high at all if he'd been getting that insulin. Customer stated that his blood glucose this morning was about 144 mg/dl. Customer declined high blood glucose, tape not sticking and bent cannula troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.